Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent rep reported an inaccuracy at the site while they were in an ent procedure. The surgeon was performing an lsb procedure and was 2-3 mm off a/p and 4-5 mm off s/I with the frazier suction. The ostium seeker was accurate on the same point, and the surgeon reported being accurate externally but not internally. The instruments verified w/o issue and the distance to divot errors were low. The medtronic rep walked through troubleshooting, confirming they were not holding the frazier suction at an odd angle and that the registration went back toward the temples. The surgeon opted to complete the procedure with the use of the fusion navigation system. There was no impact on the pt outcome.